Manufacturer narrative:
(B)(4). Batch # r92p08. Additional information requested but not received: did the patient experience any adverse consequences due to this issue? Investigation summary: the handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator and resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to inspect internal components and it was found that the moisture indicator was positive and the internal wire was disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the hand piece was not recognized by the generator, message asking to change the hand piece. Hand piece had 41 uses left. Spare one used to complete the case. Patient consequences were not reported.